Event description:
A consumer¿s daughter reported that following bilateral intraocular lens (iol) implant surgery, her father is having vision difficulties with his retina. The lenses were implanted in 1990. She reported that her father¿s current surgeon suggested enlarging the 4 mm hole in the eye sac to allow more light into the eye and increase light to the retina; however, caution must be taken so as not to de-stabilize the lens by over-enlarging this opening beyond lens tolerance. Subsequently, the consumer¿s daughter requested info about the diameter of this lens as the implanting surgeon did not have it in their records. Add¿l info was received from the consumer¿s daughter who reported her father was diagnosed with lyme¿s disease 10 years after cataract surgery and was treated with a tetracycline antibiotic. She reported the disease caused some retinal problems. The treatment improved her father¿s vision but he still notices black squared spots in the vision of both eyes. She reported her father plans on seeing another ophthalmologist for the retinal neuritis. Add¿l info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add¿l info was requested on (B)(4) 2012 by fax and mail. A completed questionnaire has not been received. (B)(4).